Event description:
It was reported that the patient had a return of symptoms following a fall 2-3 days prior to the report. The patient had a loss of therapeutic effect, noted as 5 urinary accidents and 2 bowel accidents. The patient had some tests done, including xrays. Nothing with a magnet was performed. The patient had lost his programmer, as he didn¿t use it frequently. The patient was trying to locate it. It was further reported that a new programmer and recharge antenna was ordered for the patient. The patient again reported a loss of effect, as he had an accident the day of the report. The patient was afraid to leave the house. The patient notified his physician and had decreased his diuretic to ½ tablet in the evening. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va012ra, implanted: (B)(6) 2012, product type: lead. (B)(4).